Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 27 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer had stopped using the insulin pump for three months and had just reconnected to it the day prior to the event. The customer stated that his blood glucose was initially high after reconnecting to the insulin pump. The customer also recently started a new diet. The customer stated that he is working with his doctor to recalibrate his basal rates. Nothing further was reported.